Event description:
A customer from the united states notified biomerieux of a misidentification of brucella when testing a patient strain with vitek® ms instrument (ref. 410895, serial number (B)(4)). Vitek ms gave an identification of brucella (98.6% probability). The customer claimed this was a misidentification because the organism gram stained positive rod. The customer performed two(2) tests: first test: no ID. Second test: brucella ID. Expected result: unknown. At biomerieux request, the customer retested the strain and obtained a 99.9% ID of corynebacterium imitans. There is no indication from the customer if this event led to a delay of therapy or impacted the patient state of health. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states of obtaining a misidentification result of brucella when testing a patient strain with vitek® ms instrument (ref. (B)(4), serial number (B)(6)). The identification of brucella was inconsistent with the organism¿s gram stain results of gram positive rod. At biomerieux request, the customer retested the strain and obtained a 99.9% ID of corynebacterium imitans. A biomérieux internal investigation has been completed with the following results: conclusion on the fine tuning the fine tuning status was good at the time of acquisition. Conclusion on spot preparation quality the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Expected identification after investigation for the lab ID 220121043959, the suspected identification was corynebacterium imitans. The identification was obtained with a low identification score (-0.13), which is near the acceptable limit when providing an ¿identification¿ result or a ¿no identification¿ result (-0.4). The strain has to be identified using a reference method, such as sequencing. The strain was not submitted for investigation due to the covid-19 pandemic. Knowledge base (kb) review: suspected identification of organism, corynebacterium imitans, is present in vitek ms kb v3.2. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. (B)(4) for vitek ms clinical use v3.2: testing of species not found in the database may result in an unidentified result or a misidentification. The root cause of this event is non-optimal spot preparation. A biomérieux design change request has been initiated to research the feasibility of providing improvements to the knowledge base with respect to brucella.